Manufacturer narrative:
510k is unknown as product identifiers are not known. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005, the patient underwent an unspecified spinal fusion surgery where rhbmp-2/acs was implanted. Pos t-operatively, the patient developed unspecified injuries. No further information was provided. It was reported via social media that the patient has been in pain for ten years due to alleged implant failure. Patient had brain damaged and mental health issue. The patient had been disabled since 19, double implant patient. The patient claims he had surgery with medtronic devices in 2008 and in 2012 he was told that the implanted screws were broken and fusion failed with stenosis. Patient stated his back was like a ¿jig-saw-puzzle¿ and that the screws broke his back in half. Patient had left with a peak cage & lanx fixation device broken in his spine . Patient is paralyzed.